Manufacturer narrative:
The device was returned for evaluation. The reported problem was not duplicated. The blades were able to be opened and closed properly with no resistance or issues. The cause of the injury is likely a result of the procedure being performed. The IFU warning states: "do not insert the lemaitre valvulotome into a vessel or extract from a vessel in the open position. Do not rotate the lemaitre valvulotome in a vessel. Do not advance the lemaitre valvulotome with the blades in the open position. Failure to sheath the cutting blades and centering hoops prior to retracting the device from the vein may cause damage." And the potential complication while using the device is "vessel wall perforation". This lot passed the quality control testing during manufacturing and met acceptance criteria for release. Additionally, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported lemaitre valvulotome did not resheath at final step of withdrawal during leg revascularization procedure. Upon withdraw 2cm of vein was injured requiring that section to be excised followed by a splice graft. The final withdraw was partially exposed. Patient had prolonged stay at hospital.